Manufacturer narrative:
(B)(4). Final analysis found an external insulation abrasion, proximal to the suture sleeve tie impression. Abrasion are consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.